Event description:
It was reported that, during a total knee replacement surgery, upon opening the gii oval resurfacing pat 29mm box, the sterile bag was noticed to be broken. An identical implant was opened and sterile bag was good. Surgery was not delayed. Patient was not harmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device concluded that the device's sterile package was open. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. According to the packaging sequence, the sterile bag should be sealed. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. A potential probable cause could include but is not limited to incorrect handling during set up/storage or user error. This event was evaluated through our internal quality process and concluded that the returned inner and outer pouches that were provided do not have a tear. In reviewing the pouches, it appears that the opening of the sterile package occurred out of smith & nephew control. There is not enough evidence to confirm there was a manufacturing defect. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.